Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of broken grip tips to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a broken grip at the grip base. A piece approximately 0.19" x 0.5 was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of the broken instrument grips -tips is typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. No image or video was available for review. A review of the instrument logs for the fenestrated bipolar forceps (part number 471205-17/lot number n10210112 0087) associated with this event has been performed. Per the review, the fenestrated bipolar forceps instrument was last used in a procedure on 20-oct-2021 via system sk0073. The alleged instrument had 1 use remaining after the last procedural use. This complaint is being reported due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had missing clamp. Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the fenestrated bipolar forceps instrument had a missing clamp. The procedure was completed with no report of patient injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Isi followed up with the initial reporter and obtained the following additional information on 13-sept-2022: there was no patient injury and no fragments fell into the patient. The patient has not returned to the hospital with post operative complications.